Manufacturer narrative:
A patient history review indicated that the patient was not harmed or injured and there were no additional surgical procedures needed. A complaint history search found that this is the first complaint for the product lot number involved. It is unknown how the reamer was used leading up to the fracture. It is possible that the reamer was substantially bent during use, or was insufficiently reamed with a smaller reamer. The latter would put more torque on the reamer during use and if the reamer encountered a thick outcrop of dense bone, it could jerk the reamer to a stop, fracturing it; however, there is not enough information to determine the exact cause of fracture. This product will be monitored for any adverse complaint trends. There was no product returned; therefore, no physical evaluation could be conducted. The device history records were reviewed and the records indicated that the parts met specifications at the time of manufacture.

Event description:
It was reported a piece of the flexible reamer tip broke off during surgery. The piece of metal could not be retrieved and was left in the femoral intramedullary canal.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.